Event description:
It was reported that the patient believed the pump was not working at all and she was "screaming in pain all the time". The patient believed that something may have happened with the catheter "because it had happened before when it completely stopped working". The patient stated that she needed her pump checked fast. The event occurred following a refill session 2 weeks prior to the report. The refill nurse stated that she was sure the medication went in the pump and checked everything. The patient spoke to the nurse who stated that there may have been a possibility of something being wrong with the catheter. The patient stated that the pain had gotten worse and worse since the refill. The patient was going to call her regular doctor for pain medication and was seeking a new healthcare provider (hcp) since she had recently relocated. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).